Manufacturer narrative:
Re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations considering a definition for similar device. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states palmaz stents and the reported event meets reportability criteria for a malfunction type of reportable event. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This device (catalog no. P2908e) is distributed outside of the united states; however, it is similar to the united states distributed palmaz stents.

Event description:
During percutaneous intervention to a right common iliac artery lesion, the stent dislodged from it delivery catheter. Access site and reference vessel diameter were unk; however, it was noted that the vessel had heavy calcification and severe tortuosity with 95% stenosis. The guidewire was inserted across the lesion via a 7french sheath introducer, and then the stent was advanced towards the target site. However, during advancement over the guidewire, resistance was encountered, and it was noted that the stent had dislodged into the sheath introducer. Nonetheless, the physician was able to withdraw the delivery catheter with its dislodged stent and sheath introducer together with success, as no add'l action was required to retrieve the dislodged stent. The procedure was successfully completed with another sheath introducer and stent delivery system, and there were no adverse effects to the pt. Further info indicated that the product was prepared according the product instructions for use.